Manufacturer narrative:
No radiographs or images, part number, lot number,or any clarifying details were provided. The specific failure mode, "instrumentation was detached" is not clearly understood. No further information was able to be received. The root cause cannot be determined.

Event description:
Reportedly the initial surgery date was (B)(6) 2017, involving anterior lumbar interbody fusion at l5-s1. Allegedly the "instrumentation was detached". No further details about the event or the patient condition were provided.